Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report initializing screen displayed without manual restart that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report initializing screen displayed without manual restart that occurred on (B)(6) 2015. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The receiver log was reviewed and a receiver reboot was observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.